Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine spasm ('my uterus was "spasming"') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included progesterone (progestin). On (B)(6)2010, the patient had essure inserted. In 2012, the patient experienced uterine spasm (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced tooth abscess ("my top teeth have to go my dentist says they are busting away like gg shells"), toothache ("they hurts all the time"), pain in extremity ("pain all the time, my legs"), back pain ("pain all the time, my back"), hypoaesthesia ("my arms go numb and recently my right leg"), dyspareunia ("painful intercourse"), menorrhagia ("periods are horrid! Huge clots"), dysmenorrhoea ("periods are horrid! Pain"), depression ("depression have been worse"), anxiety ("anxiety have been worse"), feeling abnormal ("brain fog"), weight fluctuation ("unexplained weight changes (up and down)"), allergy to metals ("metal allergy"), rash ("rash"), pelvic pain ("pain") and tooth fracture ("teeth are breaking"). The patient was treated with surgery (exploratory surgery) and carpal tunnel braces. At the time of the report, the uterine spasm, tooth abscess, toothache, pain in extremity, back pain, dyspareunia, menorrhagia, dysmenorrhoea, depression, anxiety, feeling abnormal, weight fluctuation, allergy to metals, rash, pelvic pain and tooth fracture outcome was unknown. The reporter considered allergy to metals, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, feeling abnormal, hypoaesthesia, menorrhagia, pain in extremity, pelvic pain, rash, tooth abscess, tooth fracture, toothache, uterine spasm and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on(B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine spasm ('my uterus was "spasming"') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included progesterone (progestin). On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced uterine spasm (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced tooth abscess ("my top teeth have to go my dentist says they are busting away like gg shells"), toothache ("they hurts all the time"), pain in extremity ("pain all the time, my legs"), back pain ("pain all the time, my back"), hypoaesthesia ("my arms go numb and recently my right leg"), dyspareunia ("painful intercourse"), menorrhagia ("periods are horrid! Huge clots"), dysmenorrhoea ("periods are horrid! Pain"), depression ("depression have been worse"), anxiety ("anxiety have been worse"), feeling abnormal ("brain fog"), weight fluctuation ("unexplained weight changes (up and down)"), allergy to metals ("metal allergy"), rash ("rash"), pelvic pain ("pain") and tooth fracture ("teeth are breaking"). The patient was treated with surgery (exploratory surgery) and carpal tunnel braces. At the time of the report, the uterine spasm, tooth abscess, toothache, pain in extremity, back pain, dyspareunia, menorrhagia, dysmenorrhoea, depression, anxiety, feeling abnormal, weight fluctuation, allergy to metals, rash, pelvic pain and tooth fracture outcome was unknown. The reporter considered allergy to metals, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, feeling abnormal, hypoaesthesia, menorrhagia, pain in extremity, pelvic pain, rash, tooth abscess, tooth fracture, toothache, uterine spasm and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content received from social media. New events were added: "pain all the time, my legs", "pain all the time, my back", "my arms go numb and recently my right leg", "painful intercourse", "periods are horrid! Huge clots", "periods are horrid! Pain", "depression have been worse", "anxiety have been worse", "brain fog", "unexplained weight changes", "my uterus was "spasming"". New reporter was added. Fu2 & fu3 processed together. On (B)(6) 2020: social media received. New events allergy to metals and blisters were added. New reporter was added. Fu2 & fu3 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.